Event description:
Patient's husband called then conferences patient on the phone. Caller reports they received their controller and recharger replaced within the last week. Caller reports the controller is 100% charged but the implant is only 40% charged. Caller reports previous patient services (ps) agent advised patient to see hcp, patient indicated their hcp recommended a new implant. Caller wanted a guarantee that the new implant would work, reviewed agent cannot make that guarantee as agent is not a physician, agent redirected caller back to patient's hcp. Caller also wanted to contact a lawyer, reviewed with caller that's their rights. Caller reported patient's back as been hurting, down their leg and their foot becomes numbed for the past months. Patient indicated the stimulator was working up until the past 6 months, maybe longer and the equipment begins to fail. Ps suggested caller to make an appointment with physician, request a rep to their appointment, and bring all their equipment to their appointment. On (B)(6) 2024 the patient's friend/family member reported the patient is having [unrelated] surgery and the healthcare provider (hcp) will fix the implant at the same time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.